Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (bleeding, declining kidney and liver function, multi organ failure) and heartmate ii lvas, serial number (B)(4) could not be conclusively established through this evaluation. Heartmate ii lvas, serial number (B)(4) was not explanted for evaluation. The hmii lvas IFU bleeding, hepatic dysfunction, and renal failure as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Patient presented to an outside hospital from the nursing home with complaints of fatigue and bleeding from peripherally inserted central catheter line found to have elevated international normalized ratio 5.7, noted to be oozing from multiple sites and other lab abnormalities. Transferred to (B)(6) medical center for further evaluation and management of current condition & other multiple abnormal labs. Kidney and liver function continue to decline. Downtrending hemoglobin. Bleeding from skin from pruritis and epistaxis. Patient does not want additional blood draws or transfusions. Initiated comfort care measures and contacted family as of (B)(6) 2018. No labs, refusing blood pressure, comfort care only. Increasing o2 requirement, reports by registered nurse of worsening fatigue. Looking into hospice options for patient per his request. Patient expired (B)(6) 2018. The cause of death was multi-organ failure and not considered to be device related. The device operated as expected and will not be returned.